Event description:
It was reported that the syringe 1.0ml 31ga 6mm experienced the cannula breaking off or pulling out. The broken cannula became embedded within the patient's leg and an ultrasound was administered. The ultrasound did not find the embedded cannula. The following information was provided by the initial reporter: my mom just injected insulin and the needle broke, staying inside the injection site. She lives on the fifth floor, an older adult recovering from a torn cruciate ligament in her knee, she cannot go to a doctor and I am urged to know what to do, take her or what solution they give me. The product in this batch is of very poor quality, the needle bends frequently when wanting to put the insulin, I bought 4 boxes, one of them is in use and very poor needle quality. It is urgent to contact me, a 72-year-old diabetic patient is my mother. Swelling and redness in the area. She tells me that she bought 3 boxes of bu ultra fine syringes and that lately they had noticed that they were very fragile and it was difficult to extract the insulin from the bottle (but it was something very slight). And last night the needle stayed inside her mother's abdomen (she is a lady who has been using the brand for many years) she is very worried and right now she is going to call a doctor to check her. The lady cannot move at this time due to an injury that she has in one leg. She tells me that in the medical evaluation yesterday, they could not identify where the needle is lodged. Therefore, they asked her mother to do an ultrasound to identify where it is lodged and to be able to make an incision and extract it. They're waiting for the medical fee for the removal of the needle.

Manufacturer narrative:
H.6. Investigation: customer returned (23) 1cc, 6mm, 31g syringes (3 in an open poly bag, 20 in sealed poly bags) from lot # 0154513. Customer states that the needle broke, staying inside the injection site, needle bends frequently when wanting to put the insulin, that there is swelling and redness in the area and that there is very poor needle quality. All returned syringes were examined and one sample in the open poly bag exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive, and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. No broken cannula was observed on any of the remaining syringes. A review of the device history record was completed for batch# 0154513. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause is user related. The bending/re-straightening mode of failure is done during use of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of birth: only that patient's age was provided therefore a default date of birth has been listed date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1.0ml 31ga 6mm experienced the cannula breaking off or pulling out. The broken cannula became embedded within the patient's leg and an ultrasound was administered. The ultrasound did not find the embedded cannula. The following information was provided by the initial reporter: my mom just injected insulin and the needle broke, staying inside the injection site. She lives on the fifth floor, an older adult recovering from a torn cruciate ligament in her knee, she cannot go to a doctor and I am urged to know what to do, take her or what solution they give me. The product in this batch is of very poor quality, the needle bends frequently when wanting to put the insulin, I bought 4 boxes, one of them is in use and very poor needle quality. It is urgent to contact me, a (B)(6) year-old diabetic patient is my mother. Swelling and redness in the area. She tells me that she bought 3 boxes of bu ultra fine syringes and that lately they had noticed that they were very fragile and it was difficult to extract the insulin from the bottle (but it was something very slight). And last night the needle stayed inside her mother's abdomen (she is a lady who has been using the brand for many years) she is very worried and right now she is going to call a doctor to check her. The lady cannot move at this time due to an injury that she has in one leg. She tells me that in the medical evaluation yesterday, they could not identify where the needle is lodged. Therefore, they asked her mother to do an ultrasound to identify where it is lodged and to be able to make an incision and extract it. They're waiting for the medical fee for the removal of the needle.